Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID 200 laser fibers were opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be already broken when the package was opened. A second flexiva ID 200 laser fiber was opened and was also noted to be already broken in the package. The procedure was completed with another flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects as a result of the event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on october 11, 2018 that two flexiva ID 200 laser fibers were opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be already broken when the package was opened. A second flexiva ID 200 laser fiber was opened and was also noted to be already broken in the package. The procedure was completed with another flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects as a result of the event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures reportable event of device broke. Investigation results: the fiber was returned in the hoop. The first piece measured approximately 250.3 cm from the top of the connector. The remainder of the fiber, including the distal tip, was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 07:47 am CT. The report number is being corrected from: 3005099803-2018-61973 to: 3005099803-2018-61021.